Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was under delivering. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 208 mg/dl at the time of call. The customer stated that the blood glucose reached 400 mg/dl. The customer stated that they treated the high blood glucose with manual injection and insulin pump. The customer stated that the drive support cap appeared normal. The customer declined to check for air bubbles, leaks, site and insulin issues and setting issues. The customer stated that there were no air bubbles, leaks and insulin issues. The insulin pump will not be returned for analysis.